Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed instrument decontamination, a preventive maintenance and checked all the fluids. The cse then replaced the base pump, the dilutor syringe, the reagent probe, and the luminometer. The cse performed the instrument calibration and checked the sample probe fluid line. Due to the continuing issue, the cse moved the instrument to another location (to a different room) and the issue resolved. The cse determined that the customer was using a different type of water. The quality controls and calibrations were within acceptable ranges. The cause of the discordant, falsely elevated tni-ultra results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia centaur cp instrument and on an advia centaur xp instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni-ultra results.